Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 19:46:03. During night drain cycle six, the patient's ultrafiltration reading was 1831ml, indicating the home patient (hp) drained 1531ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.